Manufacturer narrative:
Insulin pump had an intermittent button response die to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they wear the insulin pump in their bra and may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 246 mg/dl. Nothing further was reported.